Event description:
It was reported than an output circuit failure message was displayed when attempting to deliver a second shock, after the first shock was purposely delivered in the hospital. The device was replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.